Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous proximal left circumflex artery. A non-bsc stent was implanted in the target lesion. Next a 3.5x15mm nc quantum apex balloon was used for post dilation with 2 inflations to 12 atms on the distal side of the stent. An additional inflation was then made on the proximal side of the stent and the balloon ruptured at 12 atms. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous proximal left circumflex artery. A non-bsc stent was implanted in the target lesion. Next a 3.5x15mm nc quantum apex balloon was used for post dilation with 2 inflations to 12 atms on the distal side of the stent. An additional inflation was then made on the proximal side of the stent and the balloon ruptured at 12 atms. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).